Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had this alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer reported the insulin pump was exposed to water. The displacement test and self test was not passed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged insulin pump error alarms found on july 22,2022. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded history and trace files using thump. A review of the downloaded history files reveals on july 22, 2022 there were seven (7)insulin pump error alarms (09:02, 2x 09:16, and 4x 09:17), one (1) insulin pump error alarm (09:57), and finally the insulin pump error (line number 121 file number 525) alarm (10:01) which caused the critical pump error (open book image) alarm. Insulin pump error alarms are due to the hall sensor isr is independently enabled during periods of mfda constant hall state monitoring, possible hardware fault. Insulin pump error alarm, possible hardware fault. Each time the isr runs, the commutation state needs to be compared with the previous commutation state. A difference more than + 1/-0 counts in the direction of travel will cause a motor drive error (fault 43). Insulin pump error (line number 121 file number 525) alarm "motor safety circuit error 40, that 'bricked' insulin pump is described in esf2011913, possible hardware fault. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly, motor, motor flex tails, and force sensor. Critical pump error (open book image) alarm and insulin pump error alarm ,insulin pump error alarms, and insulin pump error alarms are due to moisture damage. The force sensor zero offset (within) specification (24.1millivolt). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, serial number label faded and peeling, and pillowing keypad overlay. Critical pump error (open book image) alarm, insulin pump error alarm, insulin pump error alarms and insulin pump error alarm are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.